Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The consumer reported that their stimulation did not cover their current or new pain. The new pain and stimulation not being adequate started on (B)(6) 2015. The patient was not feeling stimulation at the time of the report. The patient had checked their implantable neurostimulator (ins) with their patient programmer and it showed that the stimulation was on. They increased their stimulation and felt comfortable stimulation but it was not adequate to cover their new pain. The patient had a back operation that included multiple laminectomies and foraminotomies due to their stimulation not covering their pain. The patient was indicated for non-malignant pain, failed back syndrome, and other chronic intractable pain of the trunk and limbs.